Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 30 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that this pt was lost to follow-up since the time of implant. Currently the aneurysm is 12 cm in diameter and there is moderate tortuosity in the vessels. Recently the pt presented emergently with abdominal pain and ruptured aneurysm into the right retroperitoneal cavity. The CT demonstrated a large type iii endoleak from component separation from an aortic cuff and the bifurcated stent graft. The pt was transferred to another hospital where the pt was treated with an endurant bifurcated system to bridge the distance to the existing aneurx system that was still intact and anchored into the iliac system. The aneurysm sac was 12 cm in diameter. No additional clinical sequelae were reported, and the pt is fine. (Ref MFR# 2953200-2011-00451).

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Moderate tortuosity in the vessels and pt did not return for follow-up). Eval, conclusion: (moderate tortuosity in the vessels and pt did not return for follow-up).